Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: a hospital staff member decided to check the c1 before using it on a patient. When he turned the c1 on, the screen remained black and the alarm kept going off. After several off/on cycles, the phenomenon returned, so he gave up using the c1 and asked the local staff to repair it. No patient involvement.

Event description:
The following was reported to hamilton medical ag: a hospital staff member decided to check the c1 before using it on a patient. When he turned the c1 on, the screen remained black and the alarm kept going off. After several off/on cycles, the phenomenon returned, so he gave up using the c1 and asked the local staff to repair it. No patient involvement.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4). Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information as requested.